Manufacturer narrative:
Patient submitted report under mw5071199. The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that after a left hip replacement, a second degree burn developed on their right upper thigh where the pad was placed. The patient also reports experiencing paroxysmal atrial fibrillation and rapid ventricular rate.